Event description:
Complainant alleged that while attempting to defibrillate a female pt (age unk), the electrodes would not adhere to the pt's skin. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please refer to medwatch 1220908-2014-00415 for a similar report.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.